Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a050401 captures the reportable event of a/w valve fluid leak.

Event description:
It was reported to boston scientific corporation that an orca air water and suction valve was used during colonoscopy and egd (esophagogastroduodenoscopy) procedure on an unknown date. The user reported that the air/water valve and suction valves were broken. Additionally, the buttons were sticking and difficult to insert and remove from the scope. Fluid leakage was also observed. The procedure was completed using another manufacturers device. There were no patient complications reported as a result of this event.